Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that a revision surgery was performed to remove the femoral component due to pain. Doctor doesn't blame the implant to be the cause of the pain.